Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument moved freely and the cables became loose. The customer found the pin attaching to the cable was released. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer stated that the instrument jaw motion did not match the action intended by the surgeon. The pin that fixed to the cable became loose with no piece missing. There was no injury to the patient as a result of the event. Intra-operative or post-operative complications did not occur. The customer confirmed that no fragment fell inside of the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this event, and completed the failure analysis investigation has not yet been completed. The instrument was found to have a loose pitch cable at the distal end. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. An additional observation related to the customer reported complaint was also observed. The instrument was found to have a frayed pitch cable at the distal end.